Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon removed previous lcs components from patient, and replaced with antibiotic cement spacer and temporary lcs implants. Reason for revision: tibial loosening. The surgeon noted that the tissue "looked funny" and did not look like normal tissue. 5 tissue samples were taken intra-op to confirm infection. Original operation was conducted in (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A. Please verify if there was a confirmed infection? 1) there was no microbial confirmation in either the one week or two week cultures, however dr (B)(6) stated to me that his conclusion was infection due to osteolysis of the surrounding tissue. B. Stated in the event, "reason for revision: tibial loosening." Please confirm what interface was loose. 2) the bone-cement interface was loose. C. Was loosening due to infection? 3) unknown, but the loosening was presumed to be due to infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received indicated that infection was present as there was evidence of osteolysis in the tissue.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.